Event description:
Information received indicates the head section will not go down using manual CPR.

Manufacturer narrative:
The technician found the seal for the manual CPR valve was deteriorated, deformed and stuck in the pilot valve inside the manifold. The technician removed the remaining pieces of the seal and replaced the CPR valve to repair the bed.